Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that there was a line going across the display of the blood glucose monitor and that the display was flickering. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.